Event description:
It was reported to boston scientific corp on 08/06/2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used to treat an anastomotic stricture. The pt's affected area was stapled by using an ethicon device (25 mm). According to the complainant, approx 30 to 60 seconds into the procedure, the balloon ruptured when the c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was inflated to 5 atm. The balloon had a longitudinal tear. No fragments were detached inside the pt. The physician could not remove the device from the scope. After the physician withdrew the scope and the device from the pt, the tip of the device was cut off and brought out of the scope. The procedure was completed with a different device (name and MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).